Manufacturer narrative:
(B)(4). The customer was stated that this device will not be returned to baxter at this time. If the device is returned to baxter, an eval will be performed and a supplemental report will be provided.

Event description:
It was reported that the device would not connect to the customer's wireless network. It was also reported that there was no pt injury.